Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D6: d6a. If implanted, give date: unknown. D6: d6b. If explanted, give date: unknown. D10: concomitant medical product: t3st3211, t3® pro non-platform switched tapered implant 3.25mm (d) x 11.5mm (l), lot: 2120021313.

Event description:
Doctor reported that the tissue surrounding both implants had become severely inflamed and the implants were removed. Three other patients in his dental practice experienced the same problems with implants from the same lot.